Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was below 40 mg/dl. Customer¿s other blood glucose was 76 mg/dl. Customer did received a calibration not accepted alert. Customer did received a change sensor alert. Customer was declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.